Event description:
A healthcare provider (hcp) reported the consumer needed an MRI, but the consumer claimed they were unable to communicate with the implantable neurostimulator (ins) and it hadn't been working for a year. As a result of the consumer having the ins the MRI was cancelled and a CT scan was performed. No patient symptoms were reported. Relevant medical history includes non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.